Manufacturer narrative:
The customer¿s experience of air in line alarms with drug blinatumomab was confirmed in the pcu event log. The pcu event log shows pump module s/n (B)(4) was programmed to infuse binatumomab dose 28mcg/240ml (drugid 50) at a rate of 10ml/hr with a vtbi of 180ml at 6:59 pm on 25 january 2018. The device ran until 11:57 am on 26 january 2018 and recorded 51.618ml of fluid was delivered during this period. There were 5 air in line alarms during this period (4:52 am, 7:39 am, 10:08 am and 11:42 am). The first four times the infusion was restarted and the last time the device was paused and channeled off. The returned pump module was tested for air in line per the air in line threshold test protocol (dir # 10000143385) and passed both the single air bolus and accumulate air tests. Pump module s/n (B)(4) was observed to have an ultrasonic signal that was within specification when measured with an oscilloscope. This device was manufactured during the timeframe of the ail recall, however was not remediated based on the ail sensor date codes. Appendix: the drug that was being infused was blinatumomab. We were wondering about the following issues: 1. Since the users have been experiencing very significant air in line alarms with this specific drug, our pharmacy department was trialing removing the air out of the bag. Could this practice affect the rate accuracy of the infusion (e.g. By creating negative pressure?) No removing the air from the fluid container will not affect the rate accuracy of the infusion. 2. We have downloaded the event logs of the pcu and modules and several entries are missing on all 3 devices. The event logs are attached. The missing entries in the logs (leap in time stamps, disruptions in the log events) is due to asm concatenating old logs from the database with newer logs. This occurs when logs are downloaded from the same device over and over again to the same database. To avoid this concatenation, the database must be cleared (database should be saved prior to clearing). A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported a significant amount of air in line alarms when infusing blinatumomab. The facility biomed department downloaded the event logs of the pcu and 2 lvp modules and noticed that several entries are missing on all 3 devices.